Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. The patient's iliac arteires were reported to be moderately tortuous. The patient has a history of obesity. It was reported that the bifurcated stent graft was deploying too low in the aortic neck and the physician began to deploy the stent graft quickly. The 22f sheath moved proximally and the ipsilateral limb of the stent graft was deployed inside the sheath. When the physician retracted the runners and the sheath, the stent graft was pulled down into the aneurysm sac. It was reported that there was insufficient proximal seal and the patient was successfully converted to open surgical repair. No additional sequelae were reported and the patient is reported to be fine.